Event description:
Patient had mild swelling around the generator site. It was noted the generator wound opened 6 months ago with drainage. The wound ended up closing; however, now the patient is now having explant surgery. Follow up confirmed the patient was experiencing an infection. Generator and lead explant occurred. The devices passed all functional specifications and quality tests and were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received.